Event description:
It was reported that stent fracture occurred requiring additional intervention. The 80% stenosed and lengthy target lesion was located in a moderately tortuous and moderately calcified mid left anterior descending artery. The lesion was predilated with a 2.00 x 10 mm non-compliant balloon. A 3.50 x 24 mm synergy shield was advanced with resistance and deployed proximally and post dilated with a 4.00 mm balloon. Fluoroscopy revealed a fracture in the mid to distal portion of the stent. A small non-boston scientific stent was deployed to cover the fractured stent segment and completed the procedure. The patient fully recovered and was stable.